Event description:
The customer reported via phone call that the insulin pump alarmed button error. The top of the battery compartment broke off when he tried to change the insulin pump's battery. A piece of the casing was missing. Customer's blood glucose level was 238 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on found on keypad traces. All button functioned properly. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.